Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural and/or patient factors may have contributed to the too low/ventricular placement of the initial sapien 3 valve. The ¿too low¿ position of the initial valve likely contributed to the severe post deployment pvl and the subsequent deployment of a second sapien 3 valve. Patient factors (chronic kidney disease, prothrombin gene mutation heterozygosity) likely contributed to the initial leaflet thrombosis, increasing valve gradients and clinical aortic stenosis observed post procedure. The same patient factors likely contributed to the recurrent symptoms 4 weeks after stopping the anticoagulation (warfarin) therapy. A resolution of symptoms and improvement in the aortic valve gradient improvement were observed with the resumption of anticoagulation therapy. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. Reference for article: zaid, s., ahmad, h., kaple, r., goldberg, j., undemir, c., bennett, j., dutta, t., feng, c., cohen, m., lansman, s. (2018). Recurrent leaflet thrombosis after sapien 3 valve in valve tavr. The structural heart disease summit 2018. Retrieved from: https://www.tctmd.com/slide/recurrent-leaflet-thrombosis-after-sapien-3-valve-valve-tavr

Event description:
As reported in an article, ¿recurrent leaflet thrombosis after sapien 3 valve in valve tavr¿, post deployment of a 23mm sapien 3 valve, severe paravalvular leak (pvl) and valvular aortic insufficiency was observed. Post dilation of the valve was performed with no improvement. A second 23mm sapien 3 valve was placed ¿higher¿ than the first valve, resulting in mild pvl. The patient did well clinically. Due to concern for leaflet thrombosis, the patient was started on low dose warfarin. The patient was readmitted 24 hours post discharge with left visual field loss. A head CT revealed a right occipital ich and an inr increasing from 1.28 to >7.86 (over 24 hours). The inr was reversed and platelets were infused. The patient was clinically stable. Post procedure (exact timing is unknown), the patient reported more shortness of breath and continued visual field deficits. The patient continued to feel worsening doe consistent with leaflet thrombosis, rising aortic valve gradients, and clinical aortic stenosis. After 3 months, the neuroimaging was stable and the patient was started on warfarin only. An improvement in symptoms and gradients was noted. Anticoagulation was stopped after resolution of the dyspnea and improvement in the aortic valve gradients. However, in 4 weeks, while on aspirin only, recurrent dyspnea was reported and confirmed on echo. A repeat hematology consultation revealed a prothrombin gene mutation heterozygosity. Anticoagulation was resumed with resolution of symptoms and improvement in the aortic valve gradient. The aortic annulus measured from 363mm2 to 417mm2 by CT. Nearly circumferential stj calcification was reported. The left coronary height was ¿borderline¿ at 11mm.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.